Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, an alert was delivered for high voltage circuit damage. It was noted that the patient was exposed to electro cautery during a procedure and received multiple shocks. The capacitor maintenance and a firmware download were performed successfully. The patient was stable and will be monitored.

Event description:
Additional information received indicated that the device was explanted due to eri/eol.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.